Event description:
Pt reported that the lot number and expiration date were not printed on the strip vial. No resultant injury was reported. At the time of the report, pt had already disposed of the suspect product. No product was returned to the MFR for evaluation.